Manufacturer narrative:
No device was returned for examination. The patient was revised for material wear and osteolysis after 25 years in-vivo. A search of the complaints databases identified one other report against the product/lot code combination. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address poly wear and osteolysis.